Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that right ventricular (rv) lead showed loss of capture and had no sensing. The lead remains in use for further evaluation. No patient complications have been reported as the result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.